Event description:
It was reported that a power injectable microbore catheter extension set with neutral luer activated devices was observed to backflow. During infusion, the nurse attached an unknown syringe to the lowest y-site and injected an unknown medication. After completion of the injection, the syringe was detached from the y-site. Blood from the patient backed up through the extension set into part of the primary tubing. The blood was flushed out. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4): a j-tube was attached to the y-site. The customer stated that when the j-tube was detached, an unknown amount of blood was observed to be "sucked out of the y-site". The customer also noted that a PICC was also in use.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed.